Manufacturer narrative:
Follow-up #1: date of submission 11/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box showed two pump reboot events after a replace battery alarm on (B)(6). The battery compartment was cracked at the threads. The returned battery cap has stripped threads and was unable to fully attach to the pump. The pump reboot events were duplicated with the returned battery cap. A new test battery cap is able to carefully attach to the pump and was used to exercise the pump for a 24 hour duration test. No pump reboot events were duplicated with the test battery cap. There was no evidence of internal moisture or damage to the power circuit found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had no power and that the battery compartment threads were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.